Event description:
New information notes that the dislodgment was observed in the emergency room when the patient had arrived experiencing diaphragm stimulation. The left ventricle lead also exhibited failure to capture. X-ray was done at the time of lead replacement in the hospital.

Event description:
It was reported that the left ventricle lead had dislodged; pulled back into the pocket. The left ventricle lead was explanted and replaced. No patient consequences.